Manufacturer narrative:
The neoblue 3 led panel implicated in the complaint was returned to natus and evaluated by natus factory service. It was observed that all blue leds were illuminating and output intensity was within specifications on high and low settings as measured by a natus neoblue radiometer. However, it was noted that yellow leds had failed to illuminate in groups of 10. Each group of 10 yellow leds were connected in series. Through a diode test that verified the functionality of each individual led, it was confirmed that one led in these groups of 10 would not illuminate. Probable cause for the reported issue was assigned as a failure of yellow leds on the led panel.

Manufacturer narrative:
The neoblue 3 led panel implicated in the complaint was returned to natus and evaluated by natus factory service. It was observed that all blue leds were illuminating and output intensity was within specifications on high and low settings as measured by a natus neoblue radiometer. However, it was noted that yellow leds had failed to illuminate in groups of 10. Each group of 10 yellow leds were connected in series. Through a diode test that verified the functionality of each individual led, it was confirmed that one led in these groups of 10 would not illuminate. Probable cause for the reported issue was assigned as a failure of yellow leds on the led panel.

Manufacturer narrative:
Product returns have been requested and examination/testing will occur after receipt. Device requested for evaluation.

Event description:
The customer reported that the led panel does not fully illuminate and that replacing the led light panel with a new one solves the problem. There has been no report of patient death, serious injury or delay of care in these records. Product returns have been requested and examination/testing will occur after receipt.